Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision. Prior examination of the patient's rv lead revealed high capture thresholds and high pacing impedance. Surgical intervention was taken to resolved the event on (B)(6) 2022. The patient was stable throughout.

Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead revision. Prior examination of the patient's rv lead revealed high capture thresholds and high pacing impedance. Surgical intervention was taken to resolved the event on (B)(6) 2022. The patient was stable throughout.